Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to detach from the delivery device onto the patient esophagus. One bravo ph capsule delivery device was not received for investigation. The capsule was not attached to the delivery device. The capsule was received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications.

Event description:
According to the reporter, the customer called to report a capsule failure to attach. There was no harm to the patient but a repeat procedure was necessary. Intervention was required, forceps were used. There was nothing unusual about the patient or procedure itself which led to the event. An endoscopy was performed prior to the procedure and the esophagus appeared normal. The user has been performing for over 6 years and was trained by a given representative. The user is not sure what caused the failure to attach.